Event description:
It was reported that the patient had an infection at the ipg incision site. Symptoms of pain and swelling were noted. It was also mentioned that the ipg was not charging like before. The patient will undergo a revision procedure.

Event description:
It was reported that the patient had an infection at the ipg incision site. Symptoms of pain and swelling were noted. It was also mentioned that the ipg was not charging like before. The patient will undergo a revision procedure. Additional information received that the patient underwent an ipg replacement procedure and the explanted ipg was not returned as it was discarded by the facility.